Event description:
Surgeon reported problems when two valves were reprogrammed under fluoroscopy to verify setting changes. The valves were explanted at the same time, approx six weeks ago. Mfg medwatch report# 1226348-2002-0053 for the other valve.